Manufacturer narrative:
E1: patient city: (B)(6), patient country: united kingdom. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient went to emergency room and eventually got hospitalized on (B)(6) 2024 due to hyperglycemia, diabetic ketoacidosis and bent cannual event. Infusion set was used for 2 days. Blood glucose level was 33.3 mmol/l at the time of the event. Patient was found positive for high ketones level. The duration of hospitalization was 2 days. Patient experienced vomiting at the time of the hospitalization. Patient was treated with insulin via intravenous (IV). Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.